Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: was there any adverse consequence associated with the patient? When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. Device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a adipositas surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.